Event description:
The customer reported that the reservoir of a ce intermate sv 200 device ruptured during filling with sodium chloride. The device had been filled with about 50 mililiters of soduim chloride when the reservioir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. A follow up report will be submitted if additional information becomes available.